Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010 that patient had a thread granuloma. On (B)(6) 2010, surgical intervention was performed because of a catheter rupture. The outcome on (B)(6) 2010 was recorded as recovered. Hcp indicated that the event was not drug related, perhaps overstretching and resulting in catheter rupture.

Event description:
It was later reported that the patient underwent "exstirpation of a thread granuloma l3/4" on (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the hospital. Per the reporter, "because of ongoing excessive pain the catheter was controlled." A seroma was punctured twice on (B)(6) 2010. The patient underwent a catheter revision on (B)(6) 2010; the pump was refilled the following day. The patient recovered and was discharged from the hospital on (B)(6) 2010. The pump contained sufenta, prialt, clonidine and chirocain; dosages were being titrated as needed.